Manufacturer narrative:
This report is submitted on january 10, 2020.

Event description:
Per the clinic, the patient was hospitalised due to a wound infection that was treated with antibiotics (type unknown). The implant remains in-situ.